Event description:
During implantation of a cryopeserved aortic valve and conduit-sg into a patient in 2004. It was reported that sutures (used by the surgeon during implantation) pulled through the homegraft causing tears. Due to unrepairable tears, the homograft was subsequently removed from the patient and another valve was implanted with no further complications reported to the MFR.